Event description:
The regular one left cotton in my vagina [foreign body in reproductive tract] tampon was disintegrating [device breakage] . Case description: consumer reported via e-mail that cotton was left in vagina. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
The regular one left cotton in my vagina [foreign body in reproductive tract] tampon was disintegrating [device breakage]. Case narrative: consumer reported via e-mail that cotton was left in vagina. No serious injury reported.